Event description:
A malfunction alarm with code 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use a backup insulin pump and a replacement pump was sent by tandem technical support. The customer was also advised to update their pump software and follow specific steps when using a g7 sensor with the new pump. They agreed to return the malfunctioning pump to tandem using the provided return box and pre-paid label.